Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented having received a patient notification alert. Physician suspected lead dislodgement. The lead was explanted and replaced. During the procedure, the atrial lead was also found dislodged. Since the patient did not require an atrial lead, it was not replaced. Both leads were discarded in the field. The issue was resolved and the patient was discharged two days later.